Event description:
A customer reported cartridge alarms occurring during pumping. The customer's blood glucose level was displayed as "high," and a specific value was unknown. The customer managed the high blood glucose by administering a correction injection through multiple daily injections (mdi) and did not require third-party assistance. It was confirmed there were no previous reports of these cartridge alarms with this pump, though consecutive cartridge alarms were noted. Technical support decided to replace the pump as a resolution.